Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded at he hospital. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was taken to the hospital via ambulance and admitted for 6 days, due to diabetic ketoacidosis (dka) while wearing the pod. At the hospital, the patient was advised to go back using multiple daily injections (mdi) and not the omnipod. No information was provided on the type of treatment given while in the hospital. Th pod was discarded.